Event description:
User experiencing ongoing imprecision issues with bun and glucose since (B)(6) 2009, and has had glucose samples that would result as 8 or 9 and repeat in normal range. Data was received for 17 patient samples. Only the following patient sample was determined to be discrepant which occurred on (B)(6) 2009. Initial glucose gave 8 mg per dl, same sample was sent to a second facility and tested on another analyzer resulting in the 50s. No results were reported from the original analyzer when issue occurred.

Manufacturer narrative:
The field service representative performed a check performance tests that revealed the system pipetting accuracy and precision was not within specification. He checked entire pipetting mechanisms and flow path, replaced both b & c dosage pipettor syringes and barrels, decontaminated entire system from internal reservoir to probe, replaced degasser, thoroughly flushed system with di water, replaced both b & c probes, checked all associated valves on transfer head, replaced absorbance halogen lamp and checked/ verified all photometer optics were in working order by performing system software tests. Also noted he ran and updated the air/water calibration, checked and made adjustments on all workstations including rotor unit position, ran check tests performance test on the system, and all six pupating phases recovered within specification. Additionally ran calibrations, and controls which were within specification and to verify analyzer performance.